Event description:
Information received from the field notes that the patient presented to the emergency room. The device interrogation revealed back-up operation with an error message. The pat- ient had not been seen since implant and it was suspected that the device had been set to high outputs. Obtaining a device image was unsuccessful due to multiple telemetry interruptions.